Event description:
It was reported by the technician that the fowler and lift motors won't lower. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Results codes: mattress support lever. Gas spring cylinder. Bent fowler motor shaft.